Event description:
It was reported that there was oversensing observed during a sensing test, and noise observed during a manual impedance test, which was attributed to low voltage subthreshold pulses delivered by the device in the course of making automatic lead impedance measurements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4) ventricular nst (non-sustained tachycardia) <=210 ms between (B)(6) 2010 13:20:02 and (B)(6) 2010 15:00:06.